Manufacturer narrative:
No device has been returned, therefore, no direct product analysis will be available. The device history record was reviewed. All manufacturing and quality assurance testing was carried out in accordance with standard procedures. The device history record shows that the product met its specifications at the time of release. It is noted that the labeling requires that the catheter be checked prior to use, after insertion at the bladder neck and every 5-10 minutes during treatment. As no device was received for analysis, it is not possible to determine the root cause of the event.

Event description:
It was reported that during a transurethral microwave treatment procedure, a balloon leak occurred. The physician inserted the catheter and during an ultrasound imaging check prior to treatment the anchoring balloon could not be located. In addition, the physician pulled on the catheter and no resistance was felt. The procedure was successfully completed with another catheter. No pt injuries or complications were reported. The pt status is reported as "fine".